Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the apporximating lever broke and the device was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.